Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported while using bd alaris¿ lvp 20d 2ss cv a crack was observed. This occurred three times. The following information was provided by the initial reporter: it was reported by the customer that the product cracked. 3 sets cracked: two in the drip chamber and the 3rd on another area of the tubing.

Manufacturer narrative:
H.6. Investigation: a complaint of product being cracked was received from the customer. Three samples were returned for investigation. Through visual inspection, it was observed that two of the drip chambers are deformed. The sets were primed and infused at a rate of 250 ml/hr. No alarms or issues were observed during the infusion. The third set leaked during priming and a tear was found on the top of the pumping segment. A device history record review for model 2420-0007 lot number 21125698 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. An investigation was performed and it was determined that under the current part specifications the condition of the drip chamber is acceptable. The root cause for the tear in the tubing was due to misloading of the pump. If the pump is not loaded from the top down, it can cause small tears like this in the silicone. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #21125698 regarding item 2420-0007.

Event description:
It was reported while using bd alaris¿ lvp 20d 2ss cv a crack was observed. This occurred three times. The following information was provided by the initial reporter: it was reported by the customer that the product cracked. 3 sets cracked: two in the drip chamber and the 3rd on another area of the tubing.